Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation that a device malfunction or deficiency was the cause of this event. The drain complication was reasonably due to the patient¿s medical status. The patient¿s pdrn reported the cause of death suspected to be a cardiac event and not related to any fresenius device or product(s). The patient has cardiac history which includes cardiac stent placement. A major cause of death in dialysis patients is cardiac disease with the largest specific cause being arrhythmic mechanisms or sudden cardiac arrest. Based on the available information, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) died during treatment on the liberty select cycler. The cycler alarmed with a drain complication message. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in drain one of treatment when they were found not breathing by their spouse. Emergency medical services (ems) was called and when they arrived they determined the patient to be already deceased. The primary physician was called and the patient was declared deceased over the phone. The patient was taken to the funeral home. The cause of death was suspected to be a cardiac event. The death is not thought to be product related. The patient was not having any issues with the liberty select cycler prior to being found not breathing. The patient has a history of cardiac stent placement in late 2018 as well as hypertension resulting in hypertensive chronic kidney disease. The cycler was brought to the clinic by the nurse.